Event description:
Angio-edema, rash; skin flushing; shortness of breath; bronchospasm. Information was received on 09-aug-2006 from a physician in another country, regarding a patient of unk sex and age, initials unk, with unk medical history, who experienced angio-edema and a rash. The patient began treatment with synvisc on an unk date. The patient received an unk number of synvisc injections into an unk site on unk dates. The patient developed angio-edema and a rash which lasted approximately 10 days after receiving the synvisc. At the time of this report, the patient's outcome was unk. The physician had not assessed the relationship of the events to synvisc. Additional information was received on 11-sep-2006 from the physician. He provided the patient's initials, date of birth and gender (female). The physician stated that on an unk date, approximately two hours post synvisc injection, the patient developed skin flushing and shortness of breath. No bronchospasm was indentified at that time. After four hours of care, the patient was discharged and then developed more intense shortness of breath with bronchospasm. The patient was admitted to the hospital and required frequent observations to control her symptoms. At the time of this report, the patient's symptoms were ongoing. The physician also stated that this patient had many psychosomatic issuses and felt that many of the symptoms were patient subjective. He is uncertain about the relationship between the events and synvisc.